Event description:
Spontaneous call: patients mom reported the pump malfunctioned during infusion and could not whined back. No dose was missed as mom had a supply on hand that was to be used for the next infusion. No side effect was reported. Unknown if device is still on hand in case a return is requested icd10 common variable immunodeficiency. Reported to (B)(6) by pt/caregiver.